Event description:
It was reported to philips that the system's footswitch was unable to pair with the base station. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the system's footswitch was unable to pair with the base station. Upon troubleshooting, fse identified the status of the wi-fi (led) indicator on the wireless footswitch was solid red and the color of the battery indicator was red. To resolve the issue, fse replaced the wireless footswitch and the base station was replaced to avoid compatibility issues with the footswitch. The defective wireless footswitch was returned to philips for failure analysis and the cause of the failure was found to be a battery. The battery is not charging, missing anti-slip, and the bracket was loose. The defective wfs base station was returned to philips for failure analysis. The cause of the wfs base station failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wireless footswitch and base station by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. A firmware update to ensure that a loss of connection does not require a reboot of the system to reestablish connection (2021-igt-bst-020, 2023-igt-pun-004). An update to the instructions for use for charging and handling of the wireless footswitch. The requirement to have the wired footswitch always connected since the execution of the c&r, no complaints have been reported to philips alleging harm or potential serious injury.